Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device should have but did not trigger any eri (elective replacement indicator) message via merlin.net transmission. Further evaluation suspected firmware issue as the cause of event or the device otherwise functioned normal. Device replacement was discussed. The patient was stable.